Manufacturer narrative:
An unknown healing collar was received. Visual inspection of the as returned product identified that the threads were damaged/stripped. There was significant wear and discoloration around the threads and the shank. The occlusal surface had noticeable nicks and the hex feature had gouges around the edges. Therefore, based on the evaluation, the implant failure (damaged drive feature) could not be verified. However, the healing collar had malfunction and the reported event (does not seat) was confirmed following inspection. The healing collar was functionally tested with a compatible in-house implant (tsvt4b10). The healing collar was unable to thread into the implant drive feature as normal. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined. The following sections have been updated: date of this report. Device availability. Date received by manufacturer. Follow-up number. Follow up type. Device evaluated by manufacturer: change "no" to "yes". Evaluation codes. Additional narrative/date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient's identifier unknown/ not provided. Patient's age unknown/ not provided. Patient's weight unknown/ not provided. Device brand name unknown. Device product code unknown. Product lot number unknown. Product not returned to manufacturer.

Event description:
It was reported that the unknown healing collar dose not seat in the implant.